Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. In addition, the device evaluation found that the water tightness was lost. Based on the results of the investigation, no nonconformances were found related to this complaint a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image had parasites and the optics were clipped on the camera head. The issue was found before a ureteroscopy procedure and completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image had parasites and the optics were clipped on the camera head. The issue was found before a ureteroscopy procedure and completed with a similar device. There were no reports of patient harm.